Event description:
It was reported the device is broken. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken and contaminated, both bail covers and ring cover were broken, the lead flex cover was broken and contaminated, both printed circuit board (pcb) screws were corroded, both bails and ring were missing, the battery drawer was broken, the display was missing segments and the main pcb was corroded. (B)(4).